Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results at 2:11 pm on an aviva meter, compared to a professional meter, within 10 minutes: 33.2 mmol/l (aviva) and 6.8 mmol/l (hospital meter). At 2:56 pm the customer re-tested and received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 14.6 mmol/l (aviva) and 7.0 mmol/l (hospital meter). No adverse event was reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.